Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The product and lot code combination was not provided for the stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2003, patient was implanted with a depuy pinnacle hip on her right side. Over time, large amounts of cobalt-chromium metal ions and particles were released into patients blood, tissue, and bone surrounding the implant. Due to chronic pain and discomfort, patient underwent revision surgery on or about (B)(6) 2009, at which time surgeon noted metal staining of the trochanteric bursa. Update: (B)(6) 2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Update: (B)(6) 2013- upon medical record review by a medical professional, additional operative notes indicated a revision of the femoral stem, due to loosening. A stem has now been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
(B)(4).